Event description:
It was reported that the patient underwent a procedure wherein cervical leads were added due to an unknown reason. The patients implantable pulse generator (ipg) was only replaced to accommodate the leads. The patient was doing well post operatively and the explanted device will not be returned as it was kept by the medical facility.